Event description:
Pt underwent initial surgery in late 2007, as laparoscopic assisted vaginal hysterectomy, bilateral salpingoophorectomy, posterior avaulta plus rectocele repair, perineorrhaphy, vaginal vault suspension and align-to suburethral transobturator sling. She required return to surgery early 2008 for excision of align to, reapproximation of incision, the following month for excision of mesh erosion, approx four months later cystoscopy with suburethral collagen injection. Dates of use: 2007-2008. Diagnosis or reason for use: rectocele; stress incontinence.